Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the mid left anterior descending artery with 95% stenosis. After pre-dilating with an unspecified 1.5x12 mm balloon catheter, a 3.5x23 mm xience prime stent delivery system (sds) was advanced and the stent was successfully deployed in the target lesion. There was no interaction of devices. An edge dissection was noted and a xience prime stent was used to cover the dissection. No other device/procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.